Event description:
The #11 blade broke off in a patient during an arthroscopy procedure. Six phone calls to the customer same day surgery, and risk management requesting clinical details were not responded to prior to this submission.

Manufacturer narrative:
Since we do not alter this component in any manner once received, we have determined this to be a supplier related issue. We have forwarded this information to the vendor for their evaluation. Below is the results of their investigation: our records of these batches do not show failures or deviations allowed. Samples available of these batches also performed as per the company and product standards and found satisfactory. The company standards were reviewed upwards in june 2004 and process and product results have been taken continuously monitored. The new standards which we are continuously being acheived have been revised upwards 25%. We have also completed bench marking of our product with similar products of other prominent us brands and find that the ductillity level of our products to be much higher. Hydrox, manufacturer of the 11 blade, has declined to file this report. Cardinal health is filing this report as the manufacturer of the custom sterile arthroscopy kit.